Manufacturer narrative:
The device will not be returned to olympus for evaluation. New information provided by the user facility stated that when the clinical engineering technician observed the lid and the crack was believed it may have been due to neglect. The lid was replaced and disposed therefore; the lid is not available for return.

Event description:
The user facility reported that the device lid is cracked. There was no report of patient involvement or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the cause of the event cannot be conclusively determined. A complaint history check was performed and found similar events were confirmed from other user facilities. It was determined that the possible causes are such as the lid was in contact with a scope when it was closed or something hard hit the lid. The design of the device or manufacturing, could not be confirmed as factors to cause of the event. Though we presume the event was due to the user handling, it is difficult to specify. In addition, the legal manufacturer reported that in case cracks occurred on the lid or abnormality was noted. It would be detectable by conducting the following inspection stated in chapter 3 inspection before use, 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.